Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This is potentially reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on 07/20/2016 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked in two places, and evidence of moisture ingress was observed inside the battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump did not power on during testing; the complaint was duplicated. The pump case was removed and no further evidence of moisture ingress was found.

Manufacturer narrative:
(B)(6).